Event description:
Caller reported that the t:slim x2 pump battery would not charge. No adverse impact to the customer¿s blood glucose level was reported. Customer declined further troubleshooting with technical support, therefore no additional information could be obtained.